Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a pt, the electrode pads were not making sufficient contact, and an arc was seen upon discharge. Complainant indicated that a third set of pads were obtained to treat the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1218058-2015-00037 for the first report.

Manufacturer narrative:
The customer was contacted for return of the electrodes. The electrodes were not returned to zoll for evaluation. An evaluation of the retained sample from this lot did not find any abnormalities.